Manufacturer narrative:
Device evaluated by MFR.: xxl/16-4/5.8/75 balloon catheter was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately at the center of the balloon. An examination of the balloon material and the tip region identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The patient presented with venous compression and underwent venous iliac stenting. Two of 16-4/5.8/75 xxl esophageal balloon catheters were used to expand bilateral stents. However, during inflation, the balloons ruptured. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the target lesion was located in left and right common iliac vein. The balloons were used to post dilate kissing wallstents in the distal inferior vena cava and both iliac veins were compressed to 50% with no calcification. However, both balloons were ruptured during first inflation at 5 atmospheres in less than 10 seconds. The devices were removed over the wire and no fragments left inside the patient body.

Event description:
It was reported that balloon rupture occurred. The patient presented with venous compression and underwent venous iliac stenting. Two of 16-4/5.8/75 xxl esophageal balloon catheters were used to expand bilateral stents. However, during inflation, the balloons ruptured. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the target lesion was located in left and right common iliac vein. The balloons were used to post dilate kissing wallstents in the distal inferior vena cava and both iliac veins were compressed to 50% with no calcification. However, both balloons were ruptured during first inflation at 5 atmospheres in less than 10 seconds. The devices were removed over the wire and no fragments left inside the patient body.

Event description:
It was reported that balloon rupture occurred. The patient presented with venous compression and underwent venous iliac stenting. Two of 16-4/5.8/75 xxl esophageal balloon catheters were used to expand bilateral stents. However, during inflation, the balloons ruptured. The procedure was completed with another of same device. There were no patient complications reported.